Event description:
It was reported that the nurse call communication cable was found to be missing upon delivery.

Manufacturer narrative:
Follow-up submitted as further investigation determined the nurse call communication cable was found to be missing upon delivery.this is not likely to harm as it was found prior to the bed being put into service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the nurse call communication cable was missing.

Manufacturer narrative:
Result - nurse call communication cable.conclusion - this issue was resolved for the customer by installing and testing nurse call communication cable.